Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During the visual inspection, the coil delivery wire was noted to be kinked/bent. The main coil was noted to be detached from the coil delivery wire. There was evidence of thrombus & procedural fluids to the distal end of the delivery wire and detachment zone. Functional inspection could not be performed as the main coil was not recovered. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. The device was returned and it was confirmed that the main coil had been detached from the delivery wire, there was evidence of thrombus/procedural fluids to the distal end of the delivery wire/ detachment zone, which may have cause or contributed to the reported failure to detach. It is probable that the target coil failed to detach or was partially detached and was subsequently prematurely detached within the microcatheter during the attempt to remove the coil. An assignable cause of procedural factors will be assigned to the reported main coil failed/unable to detach and main coil prematurely separated/detached during use and to the analyzed coil delivery wire kinked/bent and main coil prematurely detached/separated during use, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the embolism procedure, the subject coil could not detach at the aneurysm when the physician attempted to deploy it. However, the subject coil prematurely detached inside the microcatheter when it was being removed from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the embolism procedure, the subject coil could not detach at the aneurysm when the physician attempted to deploy it. However, the subject coil prematurely detached inside the microcatheter when it was being removed from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.